Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) could not be interrogated, nor could magnet tones be obtained at a routine clinic check. The previous follow up visit was one year ago.